Event description:
It was reported that since (B)(6) 2011, the patient obtained blood glucose levels ranging from 300 mg/dl to 400 mg/dl, and on (B)(6) 2011 readings "in the 500's mg/dl". The patient experienced the symptoms of nausea, increased thirst and frequent urination. The patient refused to take any bolus doses via a syringe, and refused to seek medical attention. The patient reported no issues with the infusion set. Troubleshooting of the pump could not be completed during the initial telephone call with customer support, and the patient's wife was advised to seek emergency medical attention. It was not known if there were any issues with the pump, infusion site or patient technique. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. No data in black box or download histories from time of reported hospitalization due to continued use. No complaint related activity observed in black box or download history. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates.